Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that during a surgical procedure, it was noted that the device was crooked. There was patient involvement. This complaint involves one (1) device plate-bending press. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.